Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4)microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support assisted the customer and replaced the failed display. The customer locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method: replaced per service contract.

Event description:
The customer stated that the flat panel display for the acuity central system located at the nurses station had failed. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.